Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR: the lock line was returned. Method code 4115 - removed. Evaluation summary: the lock line was returned. The gripper line remains in the patient. All available information was investigated and the reported unable to remove gripper line (mechanical jam) and gripper line break could not be tested during the returned device analysis as gripper line was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line and the gripper line break. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve and the leaflets were successfully grasped; however, the gripper line could not be removed and broke. The clip was deployed. Approximately half of the gripper line remains in the anatomy, attached to the implanted clip. Tension was removed from the system, but the gripper line could not be removed. A total of two clips were implanted, reducing mr to grade 1. A kink was noted in the steerable guide catheter after removal. There was no reported adverse patient sequela or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported incidents reported for unable to remove gripper line and for gripper line break during removal from this lot. The reported patient effect of failure to retrieve mitraclip nt system components as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definite cause for the reported unable to remove gripper line (mechanical jam) could not be determined; however, the reported gripper line break appears to be a result of the mechanical jam as the gripper line broke during attempts to remove it. There is no indication of a product quality issue with respect to manufacture, design or labeling.